Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Upon inspection, it was noted that the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt.

Event description:
It was reported that during the implant procedure, the lead screw did not extend after 25 turns in and outside the body. The lead was not implanted. No patient complications have been reported as a result of this event.